Event description:
It was reported that pump malfunction occurred after pump may have gotten wet and exposed to heat, and pump screen became dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer attempted troubleshooting by plugging pump into known working power source and following instructions to reconnect charger and wait for startup, but pump still did not turn on, customer planned to use multiple daily injections as backup insulin therapy, and customer expressed interest in obtaining out-of-warranty loaner pump.